Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor printed circuit board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not loading the software, and had an oil leak visible under the machine. No pt injury was reported.